Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described due to touch contamination. It was reported the patient was hospitalized for the event on the same day of peritonitis and was discharged within 24 days. Treatment was not reported. It was not reported whether the patient and caregiver were retrained on the proper aseptic technique. At the time of this report the patient was recovered from the peritonitis. The patient declined to provide additional information.